Manufacturer narrative:
D6b updated. Corrected data: d1. Updated/corrected: the investigation is still ongoing.

Manufacturer narrative:
A01 removed from h6. The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial); e1; e3. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 41-year-old female patient with a past medical history of diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, there was access site bleeding requiring volume resuscitation and two units of packed red blood cells (prbcs) transfusion. Hemostasis was achieved by manual pressure. It was noted that the patient received heparin 8,000 units and cangrelor. The activated clotting time (act) was 189. The following day after insertion, the impella cp was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 1.2l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.